Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing and component separation. The following information was provided by the initial reporter: we actually had two separate instances of sets breaking (B)(6) 2020 , one set was in the pharmacy and they were able to keep the tubing and the wrapper, the other incident was in our cancer center and we have the set but it is hooked up to a drug bag. The event that was put in for the cancer center there was ¿no employee exposure and the spill was contained properly.¿

Manufacturer narrative:
Two photos were received by our quality team for evaluation. Upon visual inspection of the photos, it was observed that the pumping segment of the tubing had separated; therefore, the incident could be verified. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Manufacturer narrative:
The following information has been updated/corrected: d.4. Lot #: 20043169. D.4. Device expiration date: 04/03/2023. H.4.device manufacture date: 04/30/2020.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing and component separation. The following information was provided by the initial reporter: we actually had two separate instances of sets breaking (B)(6) 2020 , one set was in the pharmacy and they were able to keep the tubing and the wrapper, the other incident was in our cancer center and we have the set but it is hooked up to a drug bag. The event that was put in for the cancer center there was ¿no employee exposure and the spill was contained properly.¿

Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing and component separation. The following information was provided by the initial reporter: we actually had two separate instances of sets breaking (B)(6) 2020 , one set was in the pharmacy and they were able to keep the tubing and the wrapper, the other incident was in our cancer center and we have the set but it is hooked up to a drug bag. The event that was put in for the cancer center there was ¿no employee exposure and the spill was contained properly.¿